Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen went dark when the device was used, and nothing was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and located in the severely tortuous and severely calcified mid right coronary artery.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the investigation conclusion code of cause not established was selected. Based on a thorough review of the reported complaint, the cause of the reported event could not be determined. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen went dark when the device was used, and nothing was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.